Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD: implanted (B)(6)2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to a lead fracture as evidenced by lead impedance changes and noise presented. No patient complications have been reported as a result of this event.